Event description:
It was reported that the device was being tested prior to being placed into service. The reporter stated the device gave "backup audible alarm post" message. No patient involvement.

Manufacturer narrative:
Other, other text: device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found evidence of reported problem. Visual inspection and start up process were performed. The customer reported problem was confirmed. Investigator replaced the pump main board and that cleared up the problem. According to the investigation, the pump had blue token supercap. The problem source of the reported problem is unknown.